Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead .product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3776-60, serial# (B)(4)implanted: (B)(6) 2010, product type, lead. (B)(4)

Event description:
The consumer reported a shocking sensation. The patient got 120v run through them but didn't want to say it was electrocution. There was a burning sensation around the implant area and the leads area down their spine. The issue occurred on (B)(6) 2015. The patient wanted to know if the electrocution would damage the device. The patient was indicated for other chronic intractable pain of the trunk and limbs. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.